Manufacturer narrative:
(B)(4). Lot was manufactured from march 4, 2015 to march 5, 2015. The device was received for evaluation. A visual inspection was performed on the device and revealed no evidence of rupture on the bladder. A functional test was performed with no evidence of rupture or leak on the bladder or inside the housing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during infusion. The device was filled with fluorouracil in glucose solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.